Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the ok keypad button was difficult to press for a month and required multiple presses to activate a response. The reporter noted a tear on the ok button the day of the call. The patient reportedly wore the pump attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/16/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn over the ok button. During testing all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.